Event description:
It was reported during a right va stenosis case procedure the stent (subject device) would not advance or retract in the catheter. The physician removed the catheter along with the stent introducing sheath and found the device deployed in the tail of the catheter. The device was replaced and the procedure was completed with no clinical consequences to the patient.

Manufacturer narrative:
The device was returned without the packaging. The lot number was not confirmed. During visual inspection, the stent was returned deployed within a syringe. The stent delivery wire was seen to be kinked and the distal bumper coil was seen to be broken/detached from the stent delivery wire. There was dried procedural fluid seen along the stent delivery wire and around the proximal bumper coil. The stent and introducer sheath were intact. Functional inspection testing was not performed as the stent was deployed. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The event description indicated that the neuroform ez stent was being used in a stenosis case which is not recommended, the neuroform ez dfu states "the neuroform microdelivery stent system is authorized by european law for use with occlusive devices in the treatment of intracranial aneurysms". The stent had deployed and was intact. The stent delivery wire was found to be kinked and the proximal bumper had become detached. The proximal bumper most likely became detached when the friction was felt within the microcatheter. The as reported can be confirmed based on this, the as reported event of the stent difficult/unable to advance or pullback through catheter and the stent deployed prematurely during use as well as the as analyzed event of the stent delivery wire kinked/bent, stent delivery wire broken/fractured during use, and stent deployed prematurely during use will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Manufacturer narrative:
Device not yet received for evaluation.

Event description:
It was reported during a right va stenosis case procedure the stent (subject device) would not advance or retract in the catheter. The physician removed the catheter along with the stent introducing sheath and found the device deployed in the tail of the catheter. The device was replaced and the procedure was completed with no clinical consequences to the patient.